Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported that during a coronary angioplasty, balloon leak occurred. A promus element 4.00x28mm was inserted to treat a lesion in the left anterior descending artery (lad). The balloon failed to inflate. Outside the patient, a small leak around the guidewire exit point was observed. Another device was used to complete the procedure and the patient remained stable. However, product analysis revealed a tear in the shaft.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found a longitudinal tear on the outer/ inflation lumen. The tear measured approximately 8mm in length and the tear was 10mm distal to the port. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen and on the balloon, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).